Manufacturer narrative:
Device analysis indicates a device failure (dar is attached). This report is submitted on 01 jun 2021.

Manufacturer narrative:
This report is submitted on 06 apr 2021.

Event description:
Per the clinic, the patient experienced a poor performance with the device, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.